Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, approximately one-third of the plug of a 5f exoseal vascular closure device (vcd) remained inside the delivery rod after full depression of the plug deployment button, and the puncture site was not sealed. Manual compression was applied to achieve hemostasis and patient returned safely to the ward. There was no reported patient injury. The device was used following a cerebral angiography procedure. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile vascular closure device 5f ¿ us involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received pressed, while the guard was locked. The plug was deployed, and returned for evaluation (with no anomalies), and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer (csi) was returned with the exoseal unit already inserted. Finally, it was observed that the indicator window was received in the black/white/red position. Dried blood residues were found inside the unit delivery shaft. During this visual analysis, no additional anomalies were observed to be reported. An attempt to perform a deployment simulation could not be completed, as the unit was fully deployed. Dimensional analysis was performed on the delivery shaft of the unit. The distal tip end inner diameter was measured and compared , the result was within specification. A high magnification microscopic evaluation was performed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed as the returned device was received fully deployed with no plug returned for evaluation. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, approximately one-third of the plug of a 5f exoseal vascular closure device (vcd) remained inside the delivery rod after full depression of the plug deployment button, and the puncture site was not sealed. Manual compression was applied to achieve hemostasis and patient returned safely to the ward. There was no reported patient injury. The device was used following a cerebral angiography procedure. The device will be returned for evaluation.